Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that recent scans showed breakage on the device fabric. Per the physician statement it appeared that the nitinol and fabric had separated. The physician treated the patient by converting to an aui and the procedure was completed successfully with no endoleak. No additional clinical sequelae were reported and the patient is doing well.

Manufacturer narrative:
(B)(4).